Manufacturer narrative:
The cutting loop of the electrode broke in the middle and the passive leg ruptured out of the rod. The cutting loop wire diameter at the broken surface is 0.23 mm. In comparison to a new electrode cutting loop wire has a diameter of 0.4 mm. Based on this investigation results it is likely that the electrode has been used until the consumption of the electrode has reduced the material to a point where the wire broke because of weakness. Approximately only a quarter of the original cross section area has been left. The cutting electrode insulation shows heavy thermal use marks as well. In conclusion, the most probably root cause is mechanical overload due to excessive force and therefore application-related. The event is filed under internal karl storz complaint ID: (B)(6).

Event description:
It was reported that a breakage occurred during a hystero-resection. A piece of the loop broke and remained in the wall. This broken piece was recovered without incident using another loop. The surgery was completed successfully.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).